Event description:
It was reported the pt fell off a ladder and landed on his buttocks and back into snow. He stated approximately 2 hours later his stimulation stopped working and his ipg would no longer communicate with this external devices. The sjm rep confirmed the ipg would not communicate and replacement external devices were unable to resolve the issue. Follow-up identified the pt complained of tenderness at his ipg site as well as pain, tingling and numbness to his right leg. An x-ray was taken and showed no anomalies to the pt's system. It was reported the pt was referred to an orthopedic surgeon ot discuss possible revision.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.